Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during set-up for peritoneal dialysis therapy. The location of the leak was from the connection port and in particular between the bag tubing and the cassette. The patient replaced the defective products and successfully completed the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.